Event description:
It was reported that occlusion alarms occurred. The customers blood glucose was 237 ml/dl. The cause of the occlusion is unknown, however a replacement pump was sent to the customer, the customer will continue to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.